Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A customer service engineer (cse) inspected the device but could not duplicate the reported event. The cse replaced the device's flat cable as a precaution. The cable was further investigated, however, there were no faults found. The reported event was not confirmed.

Event description:
Covidien received information stating, during patient use, an ht50 ventilator's inspiratory to expiratory ratio (I:e) display reset to 1:62 without an audible alarm or other notification. The patient was transferred to another ventilator. There were no negative patient consequences reported.